Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
While reviewing transmitted device data, episodes of over-sensing resulting in inappropriate therapy were observed on the right ventricular (rv) lead. Diagnostic imaging was performed, and rv lead dislodgement was confirmed. The rv lead was successfully explanted and replaced to resolve this event. The patient was stable following the procedure.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection found the helix partially extended, slightly bent, slightly stretched, and clogged with blood. After cleaning, the helix could be extended, but could not be fully retracted due to the helix being damaged. A full helix extension length measurement was unable to be performed due to the condition of the helix. The lead was returned due to dislodgement, and no malfunctions were indicated after a full analysis was completed.